Manufacturer narrative:
(B)(4). The field service engineer (fse) was dispatched to investigate the issue. The interruptible power supply (ups) circuit breaker tripped. The fse found charring on the architect c4000 power cord plug and the socket on the main power supply. Power output specifications were verified by the fse to be in range for the power outlet utilized by the architect c4000 power cord. The power cord was replaced; however, the analyzer still would not power up. The main power supply was then replaced and the analyzer was returned to normal operation. Both parts were coded as worn out from normal use. A review of the service history was performed and no contributing factors on or around the date of the event were found. The fse resolved the issue through normal troubleshooting. There were no subsequent reports of smoke/burn issues with the new cord set and the c4 main power supply since the parts were replaced. The architect system operations manual provides labeling with regard to electrical hazards, emergency shutdown, and operator responsibility. A review found the 2016 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed charring on the power cord and c4 main power supply was limited to the power cord plug and socket area of the main power supply. No adverse trends of the cord set or the c4 main power supply were identified during the review period. No systemic issue or deficiency of the cord set or the c4 main power supply for the architect c4000 analyzer was identified.

Event description:
The operator noticed a spark when flipping the power switch on the architect c4000 analyzer. Afterwhich there was a burning smell and the architect c4000 analyzer would not power on. A field service representative observed charring at the plug to the main power supply connection on the architect c4000 analyzer. No operator injury was reported.